Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure using the pinnacle pfr kit, after the physician pulled one of the mesh legs through the patient's tissue, the leader ripped away from the dilator, which then crinkled up toward the sheath. The physician removed the mesh leg from the patient. The procedure was completed with another of the same device with no complications to the patient, and the patient is reported to be "fine" post-procedure.

Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.